Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that since they had a competitor's spinal cord stimulator (scs) put in on (B)(6), they feel more pain in their private area and more sensation and tingling in their leg and toes. The caller noted that the sensations are all on the left side. The caller noted that they have had felt this since implant but it got worse since the scs was implanted. The caller stated that they told their urologist that the toes were curling and it was causing a sensation in the leg and pain in the area down there. They did x-rays and imaging and they said everything looked good. They keep turning it off and on and it still hurts them. When it bothers their leg, the pain is really bad, they turn it off for a little while and then turn it back on. They talked to the people at the scs com pany who recommended they call for reprogramming because they thought there was interference. Reviewed with the caller that it is possible to get a response in the toe in the foot. Agent helped caller connect to implant and change programs while on the call, the caller went through all 7 programs with no relief. The caller described the sensation as a bee buzzing, but not stinging. Agent reviewed normal sensation and that the therapy is not supposed to be painful or uncomfortable to work. Reviewed with the caller that usually the hcps will have a patient try a program for 1-2 weeks, not just a few seconds. Redirected to hcp and advised the caller to turn it off if it is painful. The caller noted that they did not want to turn it off because it does help them with symptom relief. They turned it off when they had the scs implanted and they had return of symptoms.